Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event, and user alleged that the eversense sytem did not provide alerts. User was almost unconscious. Her daughter had to inject glucagon to raise the glycemia.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. As per the investigation, the sensor glucose reading did not cross the low alert threshold to assert a hypo alert. During the initial review of the system, it was recommended through complaint escalation that the user should enter the manual glucose events as actual calibration entries so that the extra finger-stick measurements can be used by the algorithm to show more accurate sensor glucose readings. The user was assisted by her daughter who administered glucagon, after which the user recovered from hypoglycemia.